Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix was able to be extended and retracted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the lead had placement difficulty as the helix took more than twenty-five turns to retract. Additionally, the lead exhibited high impedance. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.